Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was 50 mg/dl and the patient was unconscious. The patient's mother called and emergency doctor and the doctor gave the patient an injection of glucose. On (B)(6) 2013 between 8:00 and 10:00 the patient's blood glucose level was 54 mg/dl and he was vomiting. The patient's parents were able to correct the blood glucose level. On (B)(6) 2013 thru (B)(6) 2013, the patient's blood glucose level was elevated as high as 358 mg/dl. Corrections were made via the infusion device and insulin injections. On (B)(6) 2013 at 8:15pm, the patient switched to his backup infusion device and his blood glucose levels returned to normal. The patient's parents think the infusion device was not delivering insulin correctly. The infusion device was requested to be returned for product evaluation.